Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that the patient presented emergently with back and abdominal pain approximately 7 years post index procedure and CT exam showed a type ia endoleak with possible graft migration. It was noted that the patient was taken to or and a 36x36x49cm endurant cuff was placed to the level of the right renal artery with intentional coverage of the left renal artery. The left renal artery was covered in order to achieve proximal seal as there was insufficient seal zone below the left renal artery. It was noted that the proximal seal was achieved but the patient subsequently stopped producing urine. As per the physician, the cause of the event is related to apparent aortic neck dilatation and subsequent tilting of the stent graft. No additional clinical sequelae were reported and the patient will be monitored by their physician.